Manufacturer narrative:
The pod was received with the cannula assembly fully deployed and the pink slide visible. The pod ran for 1433 pulses without any timeouts, drive stalls, or pulse width increases and the pod was deactivated by the user. Upon investigation of the needle mechanism, no issues were found that would result in a needle mechanism failure. Although no issues were noted with the needle mechanism, it could not be conclusively determined if the cannula was properly inserted. The exposed portion of the soft cannula was observed to be damaged. The soft cannula tore at the kink when removing the bottom housing, so complete fluid path could not be tested. It could not be determined when this damage occurred. The data showed no indication that the pod struggled to deliver insulin while worn.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.

Event description:
It was reported that the needle did not deploy when the patient pressed the start command on the pdm. It was noted that the cannula did not insert into the skin properly and when removed, the cannula was bent. The pod was not worn.